Manufacturer narrative:
Additional device product codes: ndn. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, during a kyphoplasty case, a synflate balloon had a hole in it. When the balloon was inserted into patient, the balloon leaked contrast fluid in the patients l1 vertebrae. The patient was not allergic to the fluids, the failed balloon was removed and another balloon was opened and used. There was a surgical delay of ten (10) minutes. The procedure was completed successfully. There was no patient consequence. This report involves one (1) synflate balloon/medium- sterile. This is report 1 of 1 for (B)(4).